Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare had separated from the handle, which prevented functional testing. No kinks were found along the working length. The condition of the returned device was consistent with the complaint that the loop could not be extended from the sheath, but because the detached flare prevented loop extension, the complaint of resistance during actuation could not be confirmed. A definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was prepared for use in a polypectomy procedure performed on (B)(6) 2011. According to the complainant, resistance was met during attempts to actuate the handle, and the snare loop could not be extended from the sheath. The account reported that no bends or kinks were present along the proximal part of the sheath, and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.